Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per specifications due to high readings.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences and are unable to calibrate. Customer states sensor glucose was 60 mg/dl but was not at 60 and blood glucose was not at the appropriate calibration factor. The customer declined to troubleshoot sensor glucose and blood glucose differences and indicated that the sensor has a slight curve to it.